Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the suture was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 (handle assembly, and the ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had all the seven bands attached. The suture thread has been unfolded from the ligator housing. The handle had the trip wire inserted. The suture thread was in good condition and contained the seven knots. The ligator housing teeth were found bent/damaged. The suture hole, including the returned irrigation tube were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was found that the suture was in good condition and contained the seven knots. The suture thread has been unfolded from the ligator housing, and the ligator housing still had the seven bands attached. The ligator housing teeth were bent/damaged. These suggest that the device could not deploy. These conditions could have been generated due to excessive force, manipulation, or the patient's anatomical conditions, which could have affected the functionality of the device. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the suture was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.